Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had e216(scope communication error code) occurred. The issue had occurred during colonoscopy diagnostic procedure which was completed with same device. There was no report of delay or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Updated fields: d8, h2, h3, h6, h11.

Event description:
No additional information received from customer.